Event description:
The patient has an icp sensor implanted. When transported from recovery to ICU and transferred to a bed, the icp express monitor began to sound its alarm. The machine could not be turned off. The patient was monitoring 10-15 prior to the box alarming and then dropped to -30. A wave form remained. The patient was sent to CT twice but the readings did not reflect their symptoms. The sensor was explanted and replaced.